Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one similar report with the involved product code/lot# combination.

Event description:
The user facility reported that locator was already bent. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the locator was already bent. The device was not used and replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. Hemostasis was successfully achieved by the second device. It was reported that there was no health damage to the patient.